Event description:
It was reported that a small volume infusor was found with particulate matter. The reporter stated that brown particulate matter was found inside the administration tubing while filling with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate the issue of particulate matter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured between january 27, 2014 to january 28, 2014. Evaluation summary: the actual device was evaluated. Visual inspection of the device revealed a solid dark brown particle approximately 0.40 mm in size inside the tubing. Aft-ip spectrophotometer scanning was performed and the particle was identified to be polyvinyl chloride. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.